Event description:
Patient reported left side "lump or thickening in or near the breast or in the underarm area". Patient later reported a "rupture of breast implant". The device has been explanted.

Manufacturer narrative:
In response to FDA report number mw5104523.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/jul/2011. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lump or thickening near the breast or in the underarm area;" "rupture of breast implant".

Event description:
Patient reported left side "lump or thickening in or near the breast or in the underarm area". Patient later reported a "rupture of breast implant". The device has been explanted.